Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously restarted on its own. It was discovered during troubleshooting that one of the hard disk drives (hdd) had failed. Letting the drive rebuild itself resolved the issue. He was also provided with the part number for a new hard disk drive (hdd). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously restarted on its own.